Manufacturer narrative:
Additional information: , imdrf annex a, g, c and d grids.

Event description:
It was reported that on (B)(6) 2021 at 0300, the staff checked the pump and noticed that the morphine drip volume infused was lower than the infused column recorded at 0200. The volume infused had not been accidentally cleared since (B)(6) 2021 at 2300. The following were the hourly total volume infused: 0100 = 0.2ml; 0200 = 0.3ml; 0300 = 0.14ml. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that on (B)(6) 2021 at 0300, the staff checked the pump and noticed that the morphine drip volume infused was lower than the infused column recorded at 0200. The volume infused had not been accidentally cleared since (B)(6) 2021 at 2300. The following were the hourly total volume infused: 0100 = 0.2ml; 0200 = 0.3ml; 0300 = 0.14ml. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on (B)(6) 2021 at 0300, the staff checked the pump and noticed that the morphine drip volume infused was lower than the infused column recorded at 0200. The volume infused had not been accidentally cleared since august 15, 2021 at 2300. The following were the hourly total volume infused: 0100 = 0.2ml; 0200 = 0.3ml; 0300 = 0.14ml. There was patient involvement but the information on patient impact is not known.